Manufacturer narrative:
The sureform stapler reload and instrument used during this event were not received for failure analysis investigations.

Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the patient returned to the hospital 48 hours later for pain. An imaging study with contrast was performed, however the surgeon noted too much contrast was used which caused a staple line leak on the gastric pouch. The procedure was completed, however, the procedure date, instruments used in the procedure, current patient status, and if any interventions were performed are unknown. Multiple attempts to obtain additional information have been made; however, no further details have been received.